Event description:
Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
Correction of fields # d1 brand name, # d4 version or model # was required. D1 brand name: previous brand name: servo-s. Corrected brand name: servo-s base unit. D version or model #: previous version or model #: servo-s. Corrected version or model #: 6640440. The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported event has not been determined.

Event description:
It was reported that there was no tidal volume delivered there was no patient harm. Manufacturer¿s ref #: (B)(4).